Event description:
Home pt reported leaks from side seam of ultra y-set drain bag. Leaks were noted when home pt saw carpet was wet during exchange. Per home pt, there was no injury or med intervention. Home pt discarded samples.